Event description:
It has been reported that the bd autoshield¿ duo safety pen needle has been found experiencing leakage and inability to deliver medication during use. The following has been provided by the initial reporter: complainant reported that missed doses of the drug because the needle does not apply. During the service she performed the application along with the attendant and said that all the medication ran out.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned . Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd autoshield¿ duo safety pen needle has been found experiencing leakage and inability to deliver medication during use. The following has been provided by the initial reporter: complainant reported that missed doses of the drug because the needle does not apply. During the service she performed the application along with the attendant and said that all the medication ran out.